Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the lap joint area of the sheath was damaged (detached/separated) and had a kink. A kink in the sheath assembly from femoral marker to the proximal end and a kink in the sheath assembly from femoral marker to the distal end were also observed. Impedance testing shows a good unit wave form. It was observed that the catheter leaked at the lap joint area when it was flushed. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on investigation completed on 26-oct-2016. It was reported that lost image occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross" imaging catheter was selected for use. During image test, opticross" imaging catheter worked properly without any issue; however, the image disappeared while visualizing the target lesion. Hence, the physician performed resetting but was unable to solve the issue. The procedure was completed with another opticross" imaging catheter. No patient complications were reported and the patients status is good. However, device analysis revealed that the lap joint area of the sheath was damaged (detached/separated).